Event description:
Litigation papers alleged a natural biological corrosion and friction wear caused by large amounts of toxic cobalt-chromium metal ions and particles to be released into patient#146;s blood and tissue and bone surrounding the implant. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and a slipping feeling in the hip joint and a sensation that the pinnacle device could not support their weight. Update: 12/17/12 pfs was received from legal, medical records were received from legal. Records indicate that the patient suffered a femur fracture during primary surgery. Patient was revised because of loose acetabular cup. Records are available for further review. Although litigation reported this as metal on metal, medical records indicates the patient had poly on metal.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. Records indicate that the patient suffered a femur fracture during primary surgery. Patient was revised because of loose acetabular cup. Records are available for further review. Although litigation reported this as metal on metal, medical records indicates the patient had poly on metal. Doi: (B)(6) 2004 - dor: (B)(6) 2004 (right hip). The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.